Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and error code b30-scope communication error. A root cause could not be identified. Based on the investigation results, the most probable cause of error code e226 (scope communication error) is likely due to a component failure, with no evidence of a design or manufacturing issue. Additionally, no image-related cause was identified which was likely due to a leakage. Error code b30 (scope communication error) is also likely due to a component failure, with no evidence of a design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope exhibited error code 226 (scope communication error). The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.